Event description:
New information received noted that the right atrial lead and right ventricular lead was explanted. Patient status was not known.

Manufacturer narrative:
The reported events were oversensing noise and mode switch. The reported event of over sensing noise could not be confirmed in this returned portion of the lead. As received, only the connector portion was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for the cut end which is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-17326. It was reported that the patient presented remotely via (B)(4). Review of the transmission revealed that the right ventricular (rv) lead was experiencing over-sensing noise. Episodes of high ventricular rate were noted. While the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. No intervention has been performed. There were no patient consequences.